Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, mildly tortuous and 80% stenosed anatomy and/or inadvertent mishandling resulting in the noted kinked stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous superficial femoral artery that is 80% stenosed. A 6.0x60mm absolute pro self-expanding stent system (sess) was traversed over a 0.035" guide wire. Once at the lesion, the deployment lock was unlocked and the thumbwheel could not move, therefore, the stent completely failed to deploy. The sess was withdrawn and upon removal outside the patient, an attempt was made to move the thumbwheel and stent partially deployed. A new 6.0x60mm absolute pro ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.